Event description:
A malfunction alarm, identified as malfunction 12, was reported by the customer, though no notable events preceded the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the customer with the reset, and instructed them to contact support again if the issue recurred. The customer successfully reset the pump, the malfunction did not recur, and they were advised to continue using the pump.